Event description:
The dr was unable to advance the iab all the way to the aortic arch. The iab was removed and a second was inserted. On 12/16/97, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: none from the event - reported 12/8/97.) (Pt's current status: unk - rpt'd 12/8/97.)